Manufacturer narrative:
Additional information received indicated this rv lead was surgically abandoned. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead had dislodged. This information was subsequently reported when a sales representative from another company called to inquiry about the length of this lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Event description:
--